Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a lack of rotation occurred during aspiration/infusion. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The physician pressed the large button with the arrow on it; however the device was silent. The aspiration pump on the console was working. The device was in blades down mode and was actively infusing inside the patient. The device never rotated, not even in rex mode. The device was unplugged and plugged back in to re-prime but it just didn't work. No error message displayed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.